Event description:
Per received report: during procedure, an already placed and detached coil broke free of the aneurysm that resulted in the coil lodging into the vessel distally, causing a stroke. As the coil remained in the pt, the pt was taken to the stroke unit. Considering the circumstance, the pt was reported to be doing well. Additional info received on (B)(6) 2012: the pt required craniotomy due to pt's basic disease; heparin was administered as a post surgery medication. There was no additional intervention performed and out of the six (6) coils used, only one (1) coil was reported to have caused the stroke. All five (5) coils used functioned as intended.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.